Event description:
It was reported that during a procedure there was no visibility through the scope. There was no delay or patient injury reported.

Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint that during a procedure there was no visibility through the scope. A visual inspection was performed and showed the scope to have residue on negative lens with distal tip and fiber damage. No manufacturing related defects were observed. No further investigation is required. After the evaluation the root cause for the reported issue was determined to be user error. A review of the device history record was performed which confirmed no inconsistencies.